Manufacturer narrative:
Medwatch field h6 type of investigation, investigation findings, and investigation conclusion were updated. An investigation of the sample identified monoclonal igm-kappa in the patient's serum that interacted abnormally with the assay reagents, a known phenomenon in patients with plasma cell dyscrasias. Per product labeling, "as with other turbidimetric or nephelometric procedures, this test may not provide accurate results in patients with monoclonal gammopathy, due to individual sample characteristics which can be assessed by electrophoresis." The investigation determined that the root cause was a patient-specific biological interference.

Manufacturer narrative:
The tina-quant igm gen.2 reagent lot number is 802899, and the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable tina-quant igm gen.2 result from the cobas c 503 analytical unit for one patient. The initial result was 368 mg/dl, with a repeat result of 364 mg/dl. The sample was measured at another laboratory on (B)(6) 2025, using another c 503 analyzer with a result of 723 mg/dl. At the other laboratatory they also measured the sample on a mass spectrometry analyzer, maldi-tof, and found monoclonal igm-kappa as a mass-shifted light chain.